Event description:
Dr was peforming a turp when tip of the sheath broke off onto bladder. Dr retrieved broken piece and completed the procedure. There was no adverse effect on pt. Pt condition post-op was stable. Although it was originally reported that electric current damaged tip, hosp contact stated that this was untrue; the tip just broke.